Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. Customer applied additional pressure to the wake button to address the issue and continued to use the pump for insulin therapy. Customer¿s blood glucose was 95 mg/dl.